Event description:
It was reported by the customer that "introducer will not slide in as expected. Customer says it is causing trauma to the skin and vessel because of force needed to insert the device". Additional information received 04/07/2023: opened another introducer kit and placed the line. There were no complications secondary to the vessel trauma.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer that "introducer will not slide in as expected. Customer says it is causing trauma to the skin and vessel because of force needed to insert the device. Additional information received 04/07/2023: opened another introducer kit and placed the line. There were no complications secondary to the vessel trauma.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty inserting the introducer sheath was confirmed but the cause is unknown. One 5 fr x 7 cm microez microintroducer was returned for evaluation. The slight bend in the shaft of the dilator and sheath was noted. Deformation at the distal end of the sheath was observed. A single photograph of the implicated 5fr x 7cm microez microintroducer was also provided. The photo sample corresponded with the returned physical sample. Microscopic inspection of the deformed sheath tip region revealed a section to be bunched inwards. Blood residue was present at the damaged section. Evidence of a sheath tip taper was observed. A review of the manufacturing records did not reveal evidence of a manufacturing related root cause. Possible contributing factors could include too small of an incision, a steep insertion angle, a poor transition of the introducer sheath to the dilator, or damage to the sheath prior to use. Sheath damage can be minimized by simultaneously advancing the sheath and dilator as a single unit using a rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. The damage present on the micrintroducer sheath is indicative of a difficult insertion; therefore, the complaint is confirmed but the exact contributing factors remain unknown.